Event description:
Event description guidant received information that a pacer-dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating noise on the right ventricular (rv) defibrillation lead that is resulting in pacing inhibition. It was reported that 3-4 second pauses and divert-reconfirms were noted due to the noise. It was noted that the shock channel and measurements for the rv lead were normal; isometrics did not reproduce noise; and deep breathing produced a little noise, but it looked different from the episodes. It was reported that the device ventricular fibrillation (vf) duration was reprogrammed to 2.5 since all noise episodes lasted less than 3.5 seconds. The representative inquired whether or not lv sensing could be used to avoid pacing inhibition during rv noise?